Manufacturer narrative:
The doctor alleged that endodontic treatment was performed on the patient in order to devitalize the tooth that was treated with tempbond clear with triclosan. The doctor stated that he thinks that the product may have damaged the pulp of these teeth; however, because the doctor did not respond to further requests for additional information, this allegation could not be confirmed. No product was returned and the doctor was unable to identify the lot number that was used in the incident. Therefore, no further investigation is possible.

Event description:
On (B)(6) 2011, a doctor alleged that ten (10) patients required endodontic treatment in order to devitalize teeth that the doctor believes may have been damaged by tempbond clear with triclosan. This MDR is the seventh of ten reports.